Event description:
It was reported during a stenting procedure, detachment occurred. The chronic total occlusion (cto) target lesion was located in the severely calcfied, moderately tortuos distal right coronary artery (rca). During the use of a 145, 5-in-6 guidezilla¿ extension catheter, detachment occurred inside the unspecified guide catheter. The procedure was completed with another guidezilla. No complications were reported and the patient status is good.

Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: a visual, microscopic and tactile examination revealed no damage to the distal shaft. Two kinks were found at 81cm and 90cm from the strain relief. A complete separation at the collar/proximal shaft bond. Ptfe was pulled out of the collar and was attached to the distal shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported during a stenting procedure, detachment occurred. The chronic total occlusion (cto) target lesion was located in the severely calcified, moderately tortuous distal right coronary artery (rca). During the use of a 145, 5-in-6 guidezilla¿ extention catheter, detachment occurred inside the unspecified guide catheter. The procedure was completed with another guidezilla. No complications were reported and the patient status is good.